Event description:
The customer called into technical support (ts) reporting that the device¿s check vent alarm led has failed. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised to check the event log for the associated diagnostic code and provided part ID for the power switch overlay. The customer replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips's standards.

Event description:
The customer called into technical support (ts) reporting that the device¿s check vent alarm led has failed. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised to check the event log for the associated diagnostic code and provided part ID for the power switch overlay. The customer replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips's standards.